Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual (c-arm and o-arm), the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in dec 2021 where three implants were installed. The patient complained of pain post-surgery during recovery. The superior implant was impinging on the neuroforamen. Next day, the surgeon performed a revision where he removed the superior-positioned implant. No bone graft or additional hardware was added. None of the other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.